Event description:
It was reported that the atrial leadless pacemaker exhibited shorter than expected battery longevity. It was noted that the patient experienced fatigue. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported complaint of premature battery depletion was not confirmed. Review of the information provided indicated that the alleged short longevity is as-expected based on the programmed settings and clinical usage profile. There is no evidence of device malfunction.